Event description:
It was reported to nova biomedical that a consumer was found by her husband sitting in the living room of their home disoriented and medical and emergent food intervention. It was reported that the consumer performed a blood glucose test getting a result of 35 mg/dl on her blood glucose meter. Based on that result the consumer's spouse gave her orange juice to drink to help raise her blood glucose level. When the emts arrived they tested the consumer using their unknown brand of glucose meter getting a result of 35 mg/dl. The emts also performed a blood glucose test using the consumer's meter getting a result of 205 mg/dl. The consumer was treated with IV glucose and she was not transported to the hospital. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use.

Manufacturer narrative:
A control solution test was performed while troubleshooting with customer showing the test strips to fall in range. The difference in the consumer's readings were determined to be clinically significant. The meter and test strips will be returned for evaluation. Related MDR: 3004193489-2014-00101. Test strip lot #10220313213, expiration date: 8/2015, control solution lot #1030312349, range: 82-127 mg/dl. Nova max strip insert - quality control checking the system control solution test. The nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.